Event description:
The facility reported a colleague infusion pump with failure code 810:11 on channel b, which interrupted a patient infusion in the cardiac surgery ward. The pump was swapped out and the infusion resumed on another device. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.the user interface module software version for this device is unknown.

Event description:
It was reported that during prep, stent damage occurred. As the device was being prepped, it was noticed that the stent struts were lifted up. No patient injury or complication was reported. The procedure was successfully completed with another of the same device with no issues noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported condition of a colleage infusion pump with failure code 810:11on channel b cannot be confirmed since the device was not sent to baxter for evaluation or repair. Therefore, no assignable cause can be given and no repairs will be made. The customer reviewed the pump's event history and found failure code 810:11 on channel b. However, upon testing by the customer, the device was found to be operating as expected with no recurrence of failure code 810:11.should the pump or additional information be received, a follow-up medwatch will be submitted.